Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 30-dec-2019 and inspection of the unit was performed on 02-jan-2020 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, , ending rubber pinhole, distal tip annual maintenance, hole in # 1 remote control button cover, distal cap/ case cracked, elevator body sticking, failed wet leak test, failed dry leak test, hole in # 2 remote control button cover, operation channel- primary mild resistance. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts , and returned to the user upon completion: o-ring(0.5x1.3), distal case/cap, bending rubber, remote control button, o-rings and seals. The video duodenoscope is currently awaiting repairs and qc final approval as of 08-jan-2020.